Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump became nonresponsive with a cartridge that would not allow insertion and no pump functions available, consistent with a screen or user interface failure and a hardware malfunction of the pump assembly; the device was replaced and the user was instructed to shut down the unit and return it, with data not transferring to the replacement and start-up required. Symptoms included hyperglycemia with a blood glucose of 207 mg/dl trending down, with continued cgm use and a backup plan of insulin injections. Outcomes included no reported injury, no alerts or alarms after replacement, and continued therapy via cgm and injections until the replacement was activated. Investigation included collection of event details, confirmation of replacement, data synchronization guidance, and return logistics for the original pump. Investigation of this case revealed a device performance issue characterized by an unresponsive screen and inability to load the cartridge, indicating a probable user interface or pump hardware malfunction without evidence of software alerts. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with a probable hardware failure of the user interface or pump mechanism.